Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a perforation of the left anterior descending coronary artery (lad). A 3.0x19mm graftmaster was selected and may have been used, but was not implanted. The perforation was successfully sealed by other, unspecified means. Use of the graftmaster did not cause or contribute to any additional complications or adverse events. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.